Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, he was having issues with the sensor when attempting to insert. Customer stated when he was attempting to remove the needle hub she was finding it difficult to do so. However, when he did, it took the sensor electrode with it. The customer's blood glucose was unknown. Customer was advised the sensor would need to be replaced and return for analysis and he agreed to return it.

Manufacturer narrative:
Found cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.